Event description:
It was reported that the system would not turn on. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) could not duplicate the reported issue. He sent in the software and power manger logs for further evaluation. Investigation in process, but not yet completed.